Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was damage with the broken tip. Instrument did not exhibit any broken cables. There were no broken pins nor bent jaws. Instrument was not used in the patient; therefore, no fragment was reported to have fallen into the patient. A backup instrument was used to continue with the procedure.